Event description:
Defective 8fr iabp lot # 1642. After insertion balloon was difficult to inflate after 3 fills, the balloon had a leak sheath and balloon removed over wire and new sheath and balloon inserted.